Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), appendicectomy ('appendectomy.') And bladder neoplasm ('tumor / teratoma / cancer type: bladder lesion nos') in a 49-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's concurrent conditions included osteoarthritis, gerd, menometrorrhagia, menstruation abnormal, hematuria and ovarian mass. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts") and was found to have bladder neoplasm (seriousness criterion medically significant). On an unknown date, the patient underwent appendicectomy (seriousness criterion medically significant) and experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen and surgery (hysterectomy (full), oophorectomy, salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, ovarian cyst, bladder neoplasm, fatigue and abdominal pain had resolved and the appendicectomy outcome was unknown. The reporter considered abdominal pain, appendicectomy, bladder neoplasm, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date-2003 diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2014: procedure: pelvic ultrasound (transabdominal & transvaginal) clinical history: recent CT scan demonstrated left adnexal mass, essure, left sided pelvic pain. Uterus: essure coils could not be visualized. Ovaries and adnexa: the right ovary could not be specifically identified. There is 4.1cm cystic structure in the left adnexa, likely ovarian. Summary: there is 4.1cm cystic structure in the left adnexa likely ovaria. There is dependent hypoechoic material which could represent intracystic nodules, septations or debris. Diagnostic considerations include a cystic ovarian neoplasm hemorrhagic cyst or an endometrioma.; on (B)(6) 2014: procedure: pelvic ultrasound (transabdominal & transvaginal) clinical history: 4.1cm cystic structure in the left adnexal. Essure ovaries and adnexa: the right ovary is normal in size and tissue pattern and measures 2.6x1.7x2.6cm. Again noted is a multi cystic structure in the left adnexal region measuring 4.6x4.0x3.3 cm. Summary: again noted is multi cystic structure in the left adnexal region measuring 4.6x4.0x3.3cm previously 4.1x3.1x3.1 cm, felt to represent dilated fallopian tube.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ dysmenorrhea, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: coding correction: event "tumor / teratoma / cancer type: bladder lesion" was recoded for a conservative approach to bladder neoplasm (as no further specification was provided). No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), appendicectomy ('appendectomy.'), ovarian cyst ('reproductive system disorder or condition type of disorder or condition: ovarian cysts') and bladder neoplasm ('tumor / teratoma / cancer type: bladder lesion nos') in a 49-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's previously administered products included for an unreported indication: ibuprofen, yasmine and nexium. Concurrent conditions included osteoarthritis, gerd, menometrorrhagia, menstruation abnormal, hematuria and ovarian mass. Concomitant products included hydrocodone since december 2014. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). In august 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),") and ovarian cyst (seriousness criterion medically significant) and was found to have bladder neoplasm (seriousness criterion medically significant). On (B)(6) 2014, the patient underwent appendicectomy (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with ibuprofen and surgery (hysterectomy (full), oophorectomy, salpingectomy and oophorectomy bilateral). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, appendicectomy, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, ovarian cyst, bladder neoplasm, fatigue and abdominal pain had resolved. The reporter considered abdominal pain, appendicectomy, bladder neoplasm, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date-2003 diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2014: procedure: pelvic ultrasound (transabdominal & transvaginal) clinical history: recent CT scan demonstrated left adnexal mass, essure, left sided pelvic pain. Uterus: essure coils could not be visualized. Ovaries and adnexa: the right ovary could not be specifically identified. There is 4.1cm cystic structure in the left adnexa, likely ovarian. Summary: there is 4.1cm cystic structure in the left adnexa likely ovaria. There is dependent hypoechoic material which could represent intracystic nodules, septations or debris. Diagnostic considerations include a cystic ovarian neoplasm hemorrhagic cyst or an endometrioma.; on (B)(6) 2014: procedure: pelvic ultrasound (transabdominal & transvaginal) clinical history: 4.1cm cystic structure in the left adnexal. Essure ovaries and adnexa: the right ovary is normal in size and tissue pattern and measures 2.6x1.7x2.6cm. Again noted is a multi cystic structure in the left adnexal region measuring 4.6x4.0x3.3 cm. Summary: again noted is multi cystic structure in the left adnexal region measuring 4.6x4.0x3.3cm previously 4.1x3.1x3.1 cm, felt to represent dilated fallopian tube.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ dysmenorrhea, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- outcome of appendectomy was updated, and onset date of the events were added, historical drug and concomitant drug was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and appendicectomy ('appendectomy.') In a (B)(6) year old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's concurrent conditions included osteoarthritis, gerd, menometrorrhagia, menstruation abnormal, hematuria and ovarian mass. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts") and bladder injury ("tumor / teratoma / cancer type: bladder lesion"). On an unknown date, the patient underwent appendicectomy (seriousness criterion medically significant) and experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen and surgery (appendectomy, hysterectomy (full), oophorectomy, salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, ovarian cyst, bladder injury, fatigue and abdominal pain had resolved and the appendicectomy outcome was unknown. The reporter considered abdominal pain, appendicectomy, bladder injury, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date, 2003. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2014: procedure: pelvic ultrasound (transabdominal & transvaginal). Clinical history: recent CT scan demonstrated left adnexal mass, essure, left sided pelvic pain. Uterus: essure coils could not be visualized. Ovaries and adnexa: the right ovary could not be specifically identified. There is 4.1cm cystic structure in the left adnexa, likely ovarian. Summary: there is 4.1cm cystic structure in the left adnexa likely ovaria. There is dependent hypoechoic material which could represent intracystic nodules, septations or debris. Diagnostic considerations include a cystic ovarian neoplasm hemorrhagic cyst or an endometrioma.; on (B)(6) 2014: procedure: pelvic ultrasound (transabdominal & transvaginal) clinical history: 4.1cm cystic structure in the left adnexal. Essure ovaries and adnexa: the right ovary is normal in size and tissue pattern and measures 2.6x1.7x2.6cm. Again noted is a multi cystic structure in the left adnexal region measuring 4.6x4.0x3.3 cm. Summary: again noted is multi cystic structure in the left adnexal region measuring 4.6x4.0x3.3cm previously 4.1x3.1x3.1 cm, felt to represent dilated fallopian tube.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ dysmenorrhea, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs + mr received- new events added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pain, reproductive system disorder or condition type of disorder or condition: ovarian cysts,tumor / teratoma /cancer type: bladder lesion, fatigue, abdominal pain, appendectomy, plaintiff did not undergo essure confirmation test were added. Outcome of all events from unknown to recovered were updated. New reporters were added. Product information was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.